Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 49 mg/dl; cause was unknown. Contact assisted the customer and provided juice to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values of 46-53 mg/dl were recorded by continuous glucose monitor (cgm) on (B)(6) 2019 from 2:50:25 pm to 4:20:26 pm. Cgm alert 1 (cgm low alert) was annunciated. A tubing fill of size 22.5 units was observed on (B)(6) 2019 at 10:50:37 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2019, user made bolus requests without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.